Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on "(B)(6) 2015, at 6:30pm". An hour and a half prior to the alleged inaccuracy the patient reported that she had developed the symptoms of 'thirsty and sick." On "(B)(6) 2015, between 6:30 and 7:00pm" the patient attended urgent care clinic and reported obtaining an inaccurate high blood glucose result of "365mg/dl" on the subject meter compared to "296mg/dl" on the clinics meter, performed within 30 minutes of each other. The patient detailed that she was treated by a health care professional (hcp) with 4 units of humalog insulin. The patient manages her diabetes with insulin pump therapy and continued with her usual dose of medications including sliding scale as a result of the alleged issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, their testing steps were correct and the blood glucose results were taken from an approved sample site. Cca also noted that the test strip vial was intact, the patients test strips were correctly stored and within their expiry date. Cca also noted that the patient did not have control solution to carry out a test. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. There is no indication that the subject meter caused or contributed to this injury. The symptoms and treatment the patient experienced correlated with the high readings she obtained. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.